Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7044604, model/catalog description: coveredge 32 surgical lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision procedure (MFR. Report number: 3006630150-2019-03201), the patient developed an infection and was admitted at the hospital. It was believed that the original pocket site was placed on an area of the patient where it was in a fold of skin and was not able to get air flow. It was also reported that nothing happened during the recent procedure that may have caused or contributed to infection. The cause of infection was unknown. The patient was placed on intravenous antibiotics and underwent an explant procedure.